Event description:
A ventilator-dependent pt had expired when she became disconnected from her plv 100 ventilator. This occurred during the early morning hrs, and although the ventilator was alarming in response to the disconnect, familymembers failed to hear it as they were sleeping. When a family member entered the room to check on the pt, she found the ventilator alarming and the pt had expired. There has been no indication of any device malfunction related to this incident.